Manufacturer narrative:
Terumo did receive the actual device; however, the complaint was not confirmed. The samples were pressure tested and none leaked until they were rotated to the fourth position, past the housing stop. The root cause of this event is customer technique damaging the part and resulting in leakage. Terumo has sent the customer four-way rotatable stopcocks. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the stopcock above the bubble trap is leaking when turned. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.